Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 27 mg/dl with a glass of orange juice and she was now at 95 mg/dl. The customer was assisted with troubleshooting. Customer was able to successfully programmed her insulin pump. The insulin pump will not be returned for analysis.